Event description:
The customer reported the system produced black images or non-diagnostic static-like images intermittently, requiring reboots during pain management procedures. No patient injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.